Event description:
Per surgeon, there were issues with the shunt. That the occluding balloon of the common carotid limb of the shunt "did" spontaneously rupture resulting in the replacement of the shunt. This actually had to be performed twice. Per report from staff, first shunt was given and balloon burst. Second shunt was given and that the balloon migrated out of the carotid multiple times. Pt tolerated the procedure well. Pt discharged from facility on (B)(6) 2025.